Manufacturer narrative:
An intuitive surgical, inc. (Isi) force bipolar instrument has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report. Medwatch report (2955842-2025-19930) was submitted for the first force bipolar instrument medwatch report (2955842-2025-19928) was submitted for the third force bipolar instrument.

Event description:
During a da vinci-assisted ventral hernia repair procedure, the surgeon encountered the same issue with three different force bipolar instruments, where the arm joint did not respond correctly to the surgeon's movements. Upon investigation under the camera, he noticed that the instrument had a defective joint and was unable to use the arm. The surgeon was performing tasks such as grasping and dissecting tissue using instruments from the console, and the issue was not related to a static instrument. After the first and second force bipolar instruments failed, they were replaced with a third force bipolar instrument to proceed with the surgery. However, while using the third force bipolar instrument, the same issue occurred, and this time, a piece of the instrument broke off and fell inside the patient. The surgeon believed the issue was caused by a faulty joint. The fragment was retrieved using a laparoscopic needle driver and confirmed as a single solid unit by matching it to the instrument. No additional surgical procedures or post-operative tests were necessary, and the procedure was successfully completed robotically. After the failed attempts with the force bipolar instruments, the surgeon switched to a fenestrated bipolar instrument to finish the procedure. No injury to the patient was reported, and the patient has not returned to the hospital following the surgery.

Event description:
Refer to h11.

Manufacturer narrative:
The force bipolar instrument has been returned and failure analysis investigation confirmed the customer reported complaint. The force bipolar instrument was analyzed and found to have a grip tang bent as reported by the customer. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking damage.